Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was returned for eval. The complaint was confirmed and the investigation revealed that the battery was depleted. A review of the device log indicates that the battery became depleted due to use by the customer and per specifications, the device alerted the user that the battery was low. The user did not respond to the audible notifications for battery replacement and the notifications eventually depleted the battery to the point where it could no longer power the device. Device performed to specifications. The device software was upgraded to the lasted revision, passed all acceptance testing and was returned to the customer.

Event description:
It was reported that when turned on, the device immediately turns itself back off. No pt involvement.